Event description:
It was reported the patient had not recharged the ipg for an unknown amount of time. The ipg was nonresponsive, and the physician replaced the ipg with a non-rechargable version. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.